Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
During bench repair of the device, the bench observed that the device would not boot up during the power pca software upgrade. There was no reported patient involvement.